Event description:
A complaint was received alleging that the power cord, used as an accessory to the device, had melted, and split in half. Reportedly, the device was in use at the time of the reported failure, but there was no reported pt harm. Investigation to date has concluded that there has been no failure of the device. Requests to have the device and power cord returned for evaluation have not been honored. A conclusion as to the specific failure mode of the power cord cannot be confirmed. The design of the power cord meets the specifications and applicable safety standards for power cords.